Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had a sensor anomaly. Blood glucose value was 400 mg/dl at the time of the incident. The customer was not hospitalized and treated with a manual injection. Troubleshooting was performed and nothing will be replaced or returned.